Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that 3 cartridges of the same lot cracked. Additional information was received, and it was learnt that the whole cartridge cracked at the fold upon closure, so advancement and insertion of the lens was not possible. As a result, the patient was left aphakic. The surgeon was trying to use the cartridge with a model za9003 lens to place in the sulcus. There was no patient involvement with the device. This report will capture the event for #3 of 3 cartridges. A separate report is being filed for each reported cartridge. No further provided.